Manufacturer narrative:
(B)(4). Batch # r59z7j. Device analysis: the analysis results found that the tcr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the unlocked position and the proximal 2 drivers up without staples and the remaining drivers were down. The reload was tested for functionality with a test instrument and it performed as intended. The condition on the returned reload is consistent with an improper loading technique, as it is possible that the firing know was not returned to it's home position while loading the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the tcr75 reload was found to be empty as they opened the packet. Patient consequence was not reported.